Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed the following: oversensing: 13 - ventricular nst<=200 ms average v-cycle between (B)(6) 2011. Interference/noise: ventricular short interval count v-sic=201.7 counts avg/day, in 7.03 days, between (B)(6) 2011. Impedance - high resistance/impedance: 2 - patient alerts for rv.pace lead z > 3000 ohms on (B)(6) 2011. Daily pacing measurement log data shows an abrupt increase for v.pace= 888 to 16382 ohms range between (B)(6) 2011.

Event description:
It was reported that the patient presented urgently due to a triggered alert for a sudden increase in right ventricular (rv) lead impedance due to an apparent lead fracture. It was also reported that the following day the impedance was still high with short interval counts (sic) and non-sustained ventricular tachycardias (nsvts) due to oversensing. It was further reported that isometrics performed by the patient resulted in interference at the ventricular-tip to ventricular-ring which caused the oversensing, and some of the impedance readings were in the acceptable range. The rv lead was capped and replaced by a new lead. No patient complications have been reported as a result of this event.